Event description:
It was reported that revision surgery was performed due to a suspected adverse reaction to metal.

Event description:
It was reported that revision surgery was performed due to allergic reaction.